Event description:
It was reported that non sustained lead noise due to post paced t wave oversensing was observed via a merlin.net transmission. The device was reprogrammed. The patient condition was good.